Event description:
Boston scientific received information that during a routine change out procedure, the patient with this system experienced a four second pause. The device was interrogated and no cause for the pause was able to be found. There were no changes made to the system and no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.